Event description:
Customer reported a false negative result was obtained when the sample was tested with sickledex lot 5250. Customer results were satisfactory. Customer obtained a positive result for the patient's sample via electrophoresis. No death or serious injury is associated with this event.